Event description:
It was reported to nova biomedical that a consumer received a result of 236 mg/dl on their blood glucose meter. The consumer immediately performed three additional tests using the same meter and same strips from the same vial getting the following results of 113 mg/dl, 106 mg/dl and 110 mg/dl. During the call to customer support, it was revealed that the consumer had only expired control solution available. The consumer was educated on these directions for use at the time of call. The difference in the readings was determined to be clinically significant. Meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot # 1020313155. Expiration date on: june 2015. Control solution range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.